Event description:
It was reported that during an arteriovenous fistula angioplasty treatment procedure, deflation difficulties were encountered. The balloon completely inflated on the first inflation, but the number of atms reached is unknown. An inflation device was not used in this case. The 7.0 x 80 smash balloon catheter broken at the hub and when the physician attempted to deflate the balloon, it only partially deflated. The balloon was deflated by performing several negative deflations with a luer lock syringe. The balloon did not remain inflated when removed in an intact state from the patient. The patient remained asymptomatic during this event. The procedure was successfully competed with this device. No patient injuries or complications were reported. Patient status is reported as "okay."